Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) replaced the sampling needle assembly and confirmed alignment. The fse then cleaned and lubricated the y1-axis and z1-axis guide rods and adjusted the retention time. The fse ran quality controls without any further issues. The g8 instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 20-oct-2016 through 20-nov-2017. There were two (2) complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6, troubleshooting, section 6.3 - error messages, states the following: 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Chapter 5, maintenance procedures, under step 5.10 provides step-by-step instructions on the sampling needle replacement for the operator to follow. The most probable cause of the reported issue was due to lack of lubrication on the z1-axis and y1-axis guide rods.

Event description:
On (B)(6) 2017 a customer reported getting 710 z1-axis error messages on the g8 instrument. The customer was down and unable to run the g8 instrument, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.